Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 35 mg/dl at the time of incident. The customer¿s other blood glucose levels were 100 mg/dl, 40 mg/dl and 121 mg/dl. The customer was treated with milk and peanut butter sandwich. The customer stated that insulin pump¿s auto mode was active. Customer reported that the auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer declined for troubleshooting for low blood glucose. The insulin pump and sensor will not be returned for analysis.